Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure in jan 2016') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In january 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pruritus ("the itching I am almost two weeks post op tah/ since then the ithching is driving me insane"), vitamin d deficiency ("vitamin d deficiency/ I am still deficient") and pain ("pain"). The patient was treated with surgery (underwent total abdominal hysterectomy). Essure was removed in january 2016. At the time of the report, the medical device removal and pain outcome was unknown and the pruritus and vitamin d deficiency had not resolved. The reporter considered medical device removal, pain, pruritus and vitamin d deficiency to be related to essure. The reporter commented: she had a vitamin d deficiency that she never had prior to getting essure. Concerning the injuries reported in this case, the following ones were described in patients social media: medical device removal, pruritus, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure in (B)(6) 2016') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pruritus ("the itching I am almost two weeks post op tah/ since then the itching is driving me insane"), vitamin d deficiency ("vitamin d deficiency/ I am still deficient") and pain ("pain"). The patient was treated with surgery (underwent total abdominal hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal and pain outcome was unknown and the pruritus and vitamin d deficiency had not resolved. The reporter considered medical device removal, pain, pruritus and vitamin d deficiency to be related to essure. The reporter commented: she had a vitamin d deficiency that she never had prior to getting essure. Concerning the injuries reported in this case, the following ones were described in patients social media: medical device removal, pruritus, vitamin d deficiency. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.